Event description:
It was reported that balloon rupture occurred. The 90% target lesion was located in the left subclavian artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at unspecified pressure, the balloon ruptured. The device was pulled out and the procedure was completed with another of same device. No patient complications were reported.